Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 had broken slide and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had broken slides. A field service engineer (fse) arrived and found that full-height drawer 4 on auxiliary 7 would not open. Examination revealed that the bearing cage on the left side of the drawer had been rolled up into a metal junk ball, pushed forcefully to the back of the drawer, and jammed there. The fse cleared the jam and replaced both rails, since the other rail had begun to show signs of potential failure. Once replaced, the drawer opened and closed cleanly. The fse checked for trapped medications and detritus beneath pockets across all full-height drawers and tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.